Event description:
(1/2, reference (B)(4) for related complaints) (documenting pump sn (B)(4)) patient reported cadd ms3 pump serial number (B)(4) sometimes shows remodulin infusion completed 1 day early and 1 ml of medication still in syringe pump serial. Number (B)(4) sometimes completes infusion 1 day early, cartridge is empty and patient had redness in her face and feels hot. Both pumps replaced and patient advised to. Return. No further details provided. Remodulin, dose: 53 ng/kg/min, subcut, continuous, start date: (B)(6) 2020, lot number: 938568 expiration date: 11/30/2022.